Event description:
"Atrial unipolar lead impedance warning on (B)(6) 2020. Alert: lead impedance out of ranee." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).